Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that the listed tracheostomy tube was in use with a patient for an unknown amount of time when the cuff was observed leaking. No incident related medical sequela was reported.

Manufacturer narrative:
The reported blue line tracheostomy 7.5mm soft seal cuff was returned for investigation. The returned device is in used condition and without its original packaging. The visual inspection of the device was at a distance of 12" to 24" and normal conditions of illumination and a hole was detected in the cuff. The complaint was confirmed.